Event description:
It was reported the tip (about 1 mm) of the scope was missing after an airway inspection. It is unknown if the tip fell into the patient. The procedure was completed with the same device as the missing tip was not discovered until after the procedure. The patient underwent an additional bronchoscopy and a computerized tomography scan to attempt to find the missing tip and was then transferred to another hospital. There were no reports of patient harm.